Event description:
It was reported that "the balloon could not passed through the sheath supplied with our balloon. Device removed and replaced, second insertion was successful but therapy got delayed and no harm to the patient".

Manufacturer narrative:
(B)(4).